Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room following a physical altercation. The patient reported pectoral stimulation with pacing which started following the altercation. Upon interrogation codes displayed indicating that implantable cardioverter defibrillator (ICD) was in safety core. It was noted that a charge time out code was also observed during interrogation. Boston scientific technical services (ts) was consulted and recommended change out due to the fact that tachycardia therapy was unavailable. Ts discussed that in safety mode the ICD paces in unipolar at 5 volts, which may contribute to the patient feeling stimulation. A change out procedure was performed where the ICD was explanted and replaced. The field representative noted that when he was placing the ICD into the return box, he noticed the header was loose. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory high power visual inspection noted that the header was partially separated from the case. The header anchor pin was torn away from the pulse generator¿s case and left a hole where the anchor pin used to be. Body fluid contamination was noted under the header and was believed to have flowed into the implantable cardioverter defibrillator (ICD). A memory download was unable to be performed as the ICD had no telemetry and no pacing output. Analysis determined this was most likely due to body fluid contamination leaking into the ICD from the induced header damage. Analysis also determined that the issues noted in the field were induced by the damage sustained to the header by the reported physical altercation. No further analysis was performed.